Manufacturer narrative:
The pump has been returned animas for evaluation. Evaluation revealed that the pump was intermittently not responding to up, down, ok, and contrast button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition the up, down, and contrast key contacts were observed to be misaligned. The button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling. Date of birth is unk.

Event description:
The distributor contacted animas alleging that the keypad button presses did not activate desired pump functions. According to the distributor, the pt claimed that the button had to be pressed several times before the pump would respond. There was no reported pt impact associated with this complaint.